Event description:
Two weeks after stent placement, it was found that the stent had migrated to the stomach. A repeat procedure was performed to retrieve the stent, but the stent could not be removed. The stent remains in the stomach and another stent was placed.

Manufacturer narrative:
As the esophageal stent involved in this report was not returned for eval since it is still in the pt; the reported occurrence could not be confirmed. Due to a variety of conditions such as pt's anatomy and progression of disease state the cause of the complaint cannot be conclusively determined. There were no devices of the lot number involved in this complaint in stock at the time the complaint was received. A review of the device manufacturing records revealed no discrepancies that could have caused the complaint issue. A review of the 2-year complaint history for this product family was conducted. This type of report represents as unusual occurrence. A full investigation could not be performed as the esophageal stent was not returned for eval. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. No corrective action warranted at this time as the complaint was unable to be verified. A review of the 2-year history for this product family has been reviewed. This type of report represents as unusual occurrence.